Event description:
A report was received that a pt had a pocket revision because the ipg became superficial and caused pain at the pocket site. The physician moved the ipg deeper in the pocket. The pt is reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.